Manufacturer narrative:
(B)(4).

Event description:
It was reported that catheter entrapment occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.25mm x 15mm nc emerge® was advanced for post-dilatation. However, during removal, the physician was unable to remove the device from the non-bsc guide wire. Both devices were removed together as a unit and even outside the patient's body, the devices could not be separated. The procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a nc emerge balloon catheter with an unidentified .014 guidewire in the guidewire lumen. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. The wire was able to be removed from the catheter with no difficulty, it was then re-inserted into the tip and it was advanced through the entire device exiting through the exit notch with no resistance felt. The tip is damaged. The shaft is damaged at the exit notch which is constant with the damage seen with the use of a guidewire. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.25mm x 15mm nc emerge was advanced for post-dilatation. However, during removal, the physician was unable to remove the device from the non-bsc guide wire. Both devices were removed together as a unit and even outside the patient's body, the devices could not be separated. The procedure was completed. No patient complications were reported and the patient's status was good.